Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was undergoing an operation to fix the aortic value and during the operation, pump stoppages occurred. During the aortic valve operation, the aorta was torn and an emergency homograft insertion was completed. Air went into the pump during the emergency procedure. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The account reported that there were pump stoppages during an operation. The pump stoppages were caused by the pump stop button on the system monitor being pressed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.